Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due severe pulmonary regurgitation secondary to a perivalvular leak. According to the operative report, "upon opening the right ventricular outflow tract patch, it became clear that approximately 1/3 of the total circumference of the valve endoprosthesis had dehisced from the left lateral aspect of the main pulmonary artery. The remaining 2/3 of the valve itself actually had been well incorporated into the artery. There were no signs of infections or endocarditis to explant the finding. But likely more related to a failure of the suture. The consequence of the valve was excised and replaced with a [edwards] 29 magna." Additionally, the surgeon has also indicated that the reason for explant was not related to a device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Dehiscence of prosthetic valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.